Manufacturer narrative:
Received one device. Customer complaint of "pump not detecting cassette" could not be confirmed with visual inspection and functional testing. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) calibration and occlusion tests. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not detect the cassette. There was no patient involvement, no patient injury was reported.